Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The device was deactivated at 377 pulses. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The download data showed that the device experienced a 0x40 alarm at the end of the run. Both timeouts and a drives stall were observed in download data. The drive mechanism was inspected and no damages or defects were found that could have caused the observed 0x40 alarm. The cause of the generated alarm could not be determined. However it could be concluded that the observed 0x40 alarm did not contribute towards the reported symptom code, as the device completed the priming in a expected amount of pulses and no timeouts or drive stall occurred during the priming.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but did not insert; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn for between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.